Event description:
The customer called technical support (ts) reporting that the device's touchscreen will not pass calibration and is unresponsive. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer is reporting the v60 touchscreen was replaced and the unit is still unresponsive. Customer is also is reporting the main power supply was recently replaced. The customer is requesting bench for evaluation and repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Bench repair evaluated the device and confirmed the reported problem. It was also observed that the unit has multiple issues with front display not taking calibration. The touchscreen and ui pcba board are malfunctioning. The front bezel button is not working properly. No primary alarms were displayed during testing. The top cover is cracked. Front bezel, top cover, touchscreen, and ui pcba have been ordered for repair.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered user interface printed circuit board assembly (ui pcba), replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The v60 was sent to bench for repair. The bench confirmed issues with the front display not taking calibration. The touchscreen and ui (user interface) pcba (printed circuit board assembly) are malfunctioning. The front bezel button is not working properly. Primary alarms were not displayed during testing and the top cover is cracked. The touchscreen, ui pcba, and front bezel were replaced. The software was upgraded from 2.30 to 3.20. Factory defaults were reset, and time reset to local time. Preventative maintenance (pm) was performed. The device passed all performance verification testing and was returned to the customer.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The touchscreen was tested and the failure was unconfirmed. Pil found that this touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. This touchscreen was verified to be functional with no error.